Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. Inspection of the instrument revealed a broken bipolar yaw pulley. As a result of this damage, a broken piece measuring approximately 0.067¿ x 0.169 was missing at the area. The missing piece was not returned for evaluation. The known common cause of this failure is attributed to mishandling and misuse such as excess force applied to the distal end of the instrument. 4307, 23 ¿ further investigation of the instrument identified a broken conductor wire at the bipolar yaw pulley. No thermal damage was identified. The instrument was subjected to electrical continuity testing and failed. This failure is related to the primary observation of a broken bipolar yaw pulley and the cause is likely due to a component failure. Additional inspection identified damaged conductor wire insulation. This observation is likely caused by instrument mishandling and misuse such as collision of the instrument with a sharp object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the fenestrated bipolar forceps (fbf) instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. The customer reported that the fbf instrument had collided with another instrument or a hard object during the surgical procedure. However, neither a procedure video nor an image were submitted to isi for review to determine if the collision contributed to or caused the reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n10170711 / sequence 0202 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2020 on system (B)(4). The alleged event occurred on the 9th use of the instrument. The instrument had 1 remaining allotted use, with no subsequent use recorded. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the user identified damage and a missing piece on the fenestrated bipolar forceps (fbf) instrument pulley cover. Although the customer confirmed that the pulley cover was missing prior to the instrument being inserted in to the patient's anatomy, they were unsure if any other fragment may have fallen inside the patient. No fragment was identified with a post-operative x-ray. At this time, it is unclear if a fragment fell inside the patient and was retained. In addition, the root cause of the reported instrument damage remains unknown. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 1 remaining usable life, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy procedure, the user identified "damage" and a missing piece on the fenestrated bipolar forceps (fbf) instrument pulley cover. It was further reported that during intraoperative use, instrument collision was observed. Use of the instrument was discontinued and a backup instrument was installed to complete the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The surgeon checked the procedure video and confirmed that the fbf instrument pulley cover was missing when the instrument was inserted after da vinci system patient side cart (psc) docking. Instrument collision was noted; however, a direct correlation with the issue could not be confirmed. A post-operative x-ray was performed and found no fragment. However, the site could not rule out the possibility of a retained fragment at this time. No additional surgical procedure is currently planned on the patient as a result of this alleged potentially retained fragment. It was confirmed that there was no report of patient injury, and the patient has not returned to the hospital due to experiencing post-surgical complications related to retaining a foreign object. Neither photographic images of the device(s) nor a video recording of the procedure are available for isi review.